Manufacturer narrative:
(B)(4).

Event description:
It was reported that an increase in pacing lead impedance and high capture threshold was observed during routine follow-up. Lead was capped and replaced on (B)(6) 2016. Patient's condition was fine post-procedure.